Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a CT guided lymph biopsy procedure using normal density tissue with truguide device. During the procedure, the coaxial needle was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The second photo shows another truguide coaxial cannula, which the needle was noted to be broken. Based on the photo review the reported break can be confirmed for the affected quantity. Therefore, the investigation is confirmed for the reported break issue as break was noted in needle on the provided photo for review. A definitive root cause for the alleged break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a computed tomography-guided lymph biopsy using normal density tissue with a truguide device. During the procedure, the coaxial needle was allegedly fractured. The procedure was completed using another device. There were no reported patient injuries.